Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating both pumps were exhibiting no disposable, clamp tubing, when the smiths medical, cadd medication cassette was attached. It was reported the end user changed to a backup pump and the cassette was no longer alarming. Per reporter the rate was 41 ml over 24 hours, and the lot number supplied is invalid. No adverse patient effects were reported. No additional information is available at this time